Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Re: refund for grind guard. Further to our telephone conversation on (B)(6), I'm forwarding the attached info to you. After wearing the night guard for a few nights, the layers started to separate. Perhaps the instructions should read: "very gently (emphasizing gently somehow) bite into the dental protector just enough to make an impression of your teeth" including a warning as to what will happen if you bite too hard. Thank you for your prompt attention to this matter.